Event description:
It was reported that the device restarted during patient use. After the restart, the device resumed the ventilation. Reportedly, the device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis, the reported restart of the device could be confirmed. The device performed the restart as the internal security software had detected a temporary inconsistency regarding the speaker test (run time issue). The device continuously monitors the state and the function of internal components and software modules. If a deviation is detected, an acoustical and visual alarm is generated. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after an unexpected deviation had been detected. During a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After approximately 12 seconds, the device continues ventilating the patient with the last settings. The device reacted as specified on a detected deviation and performed a restart to remedy the deviation. Corresponding alarm messages were generated, and ventilation was immediately resumed afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted during patient use. After the restart, the device resumed the ventilation. Reportedly, the device was replaced. There were no health consequences for the patient reported.